Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician successfully deployed and detached a pc400 using a px slim delivery microcatheter (px slim). The physician then felt resistance and was unable to advance another pc400 through the microcatheter and, therefore, the pc400 was removed. Upon removal, the physician noticed the pc400 embolization coil was stretched. The procedure was completed using a new pc400 and the same microcatheter. There was no report of an adverse effect to the patient.